Manufacturer narrative:
Event date: exact date unknown, event occurred for months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery died and unable to be used for pain relief. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device.